Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 23 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 25 reported events are included in this follow-up record. Product return status 4 devices were received. 21 devices were evaluated in the field. Event confirmation status 19 reported events were confirmed. 6 reported events were not confirmed. Evaluation results 25 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 25 </noe> malfunction events in which the device had paint chips missing. 25 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 7 devices were received. 16 devices were evaluated in the field. Event confirmation status: 17 reported events were confirmed. 6 reported events were not confirmed. Evaluation results: 17 devices were found to be affected by missing paint chips. 6 devices had no problem found. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device had paint chips missing. 23 events had no patient involvement; no patient impact.